Event description:
The carer was taking the client out of the bed with the passive floor lift to make the transfer to chair. The carer started by placing the sling under the client legs and attached the clips on the floor lift's hanger bar. The client moved to the left very often, also when lifted. At the second step, the carer placed the sling under the client shoulders and attached the clips. The carer moved the lift from lying to sitting position and turned to the chair. While turning away from the bed, the client slipped out of the sling and fell to the ground. Later that day, a swelling and an excoriation on the elbow were noted.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by the manufacturer (B)(4). On behalf of the importer (B)(4). The device was inspected on-site by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.